Event description:
Reporting 1 false positive flu b result. Unknown if confirmation testing performed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: email.